Manufacturer narrative:
The concerto coil was returned for evaluation. There was no instant detacher returned with the coil. The implant coil appeared to be detached from the pushwire. The implant coil was found to be damaged and stretched, with the polypropylene still intact. The pushwire was found to be bent at 18.0cm to 40.0cm from the proximal end. The ai and coupler tubing were not present and missing from the pushwire. The pusher was found broken at the break indicator (manual detachment location) with the release wire pulling back; it appeared that the manual detachment was attempted at this location. The coin was not present against the lumen stop as it was pulling back. The coil shield was present and intact. The detach element was in good shape and the detachment ball was measured to be 0.00379" and found to be within specifications . Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.080mm @ 0.063mm; measured 0.087mm @ 0.127mm; measured 0.099mm @ 0.275mm) and found to be within s pecifications. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00259¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00462¿and found to be within specification. All other subassemblies appeared to be normal. No other a nomalies were observed. Based on the analysis performed, the concerto coil was not confirmed to have "non-detachment" issue as the pushwire was returned with the implant coil already detached. The root cause could not be determined. Based on the returned device, there was evidence of manual detachment attempt to detach the coil as the pusher was also found to be broken at the manual detachment location and retained by the release wire; with the coin pulled back from the lumen stop. The pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. Furthermore, the implant coil was found damaged and stretched. However, the cause for damage could not be determined. There was no non-conformance to specification identified that that led to the non-detachment issue. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Since the instant detacher, ai and coupler tubing were not returned; any contribution of the instant detacher, ai and coupler tubing to the non-detachment issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there were no issues encountered prior to the non-detachment, and the patient vessel was t ortuous. It was unknown how many detachment attempts were made with the instant detacher or manual method. Another coil was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a concerto coil that failed to detach during a procedure. The patient was undergoing a procedure for coil embolization of a mesenteric aneurysm. It was reported that the coil could not be released successfully with the detachment system or manually. The device was removed and replaced to continue the procedure. Manual detachment was tried again outside the patient's body and was still very difficult. There was no patient symptoms or injury related to the event but the procedure time was extended.